Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 20-may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device this incident, it was determined that all drawers had not been communicating on the auxiliary cabinet. A field service engineer (fse) had powered down the station, seated all cables, and cleaned debris. The fse then rebooted all pockets, which recovered successfully in the application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary multiple drawer was failed. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.